Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. Around the end of (B)(6) 2021, the patient noticed that the insertion site was sore and swollen four or five days after sensor removal from the abdomen. At the end of (B)(6) 2022 he consulted a physician who advised him to see a surgeon. The patient had minor surgery to remove the sensor wire fragment. Although no medication was prescribed, a nurse made daily visits for wound care until the site infection cleared up. On (B)(6) 2022 although he was no longer treating the wound, it had not fully healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.